Event description:
The customer stated that she was hospitalized for high blood glucose levels. Prior to the hospitalization, the customer stated that she was trying to change the infusion set, but was having trouble priming. The customer stated that she began vomiting and was taken to the ER. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test. Advised the customer to discontinue using the insulin pump and revert to a back up plan.

Manufacturer narrative:
The insulin pump was unable to prime, during the prime test due to a faulty force sensitive resistor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. The insulin pump passed the displacement test and the empty reservoir alarm functioned properly.